Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of the brush head broke into pieces in mouth [device breakage] no adverse event [no adverse event] case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown and the head of the oral-b brushhead, version unknown broke into pieces in her mouth. She asserted that there may have been an issue with the metal rod as she could no longer attach the brush head. No symptoms developed.